Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from two (2) different patient samples that were generated by the unicel dxl800 access instrument. The initial accu tnl result was 25.0 ng/ml from pt a and 18.8 ng/ml from pt b. The results were not reported out of the lab. The pt a and b original samples were re-centrifuged and retested for accu tnl. The repeated accu tnl results were: 1.91ng/ml from patient a. 1.74/3.79ng/ml (ran in duplicate) from patient b. The customer indicated that the pt a and b original samples (after re-centrifugation) were tested concurrently on another instrument in their lab. The accu tnl results of 0.03ng/ml were obtained for both patients (a and b). The accu tnl results were reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.